Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. Troubleshooting was performed for the display - flashing/white/blank/frozen/partial but later it was declined. The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880 was requested and customer response was the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into the reservoir compartment during testing. Pump received with blank display. After multiple new batteries and battery caps the unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba2. Blank display isolated to pcba2. Unable to download history files and traces due to blank display. Unit was also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), cracked case on battery side, scratched case, cracked keypad overlay at select button and stained keypad overlay. In summary, pumps receive with a blank display suspected to be on the pcba2. Unable to download history files and traces due to blank display. Unit was received with cracked case (battery tube). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.